Event description:
It was reported a patient's atrial lead presented with high capture thresholds and high pacing impedance. Noise reversion and a lead fracture were also noted. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.